Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer was not made aware of changing glucose levels and experienced a loss of consciousness. The customer was taken to the hospital where a glucose result of 20 mg/dl was obtained and treated with glucose injection for hypoglycemia. The customer further indicated they were transferred to another hospital where they stayed for four days, however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history records) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.